Event description:
Customer reported the alarm does not sound when the magnet pull cord is disconnected from the alarm. Customer reported the green light is flashing continuously with no sound. Customer did not provide the date when this was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; unit does not alarm when the magnet is removed from the alarm's magnet plate. Unit does not alarm when weight is removed from the sensor pad. The aqualert water indicator shows exposure to moisture. (B)(4).